Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer did not receive an alert for threshold suspend. Customer's blood glucose was over 50 mg/dl. After troubleshooting, customer was advised to monitor the issue. Customer will not be returning the device for analysis.